Event description:
Boston scientific received information that the patient implanted with this device system reported that an unspecified implanted lead was broken. Additional information from the local area sales representative confirmed that an unspecified lead had fractured. The clinic was aware of the observation and had recently evaluated the device system with unknown next steps. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.